Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified no openings were found in the device, deformation and black particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture based on surgery. This relates to the right side. The device has been explanted.